Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the 12-lead waves were intermittently disappearing from display. There was no report of pt involvement.